Event description:
Analysis of the tablet was completed on 10/08/2014. No anomalies associated with the tablet performance were noted during testing using the ac adapter or the main battery with a full charge. The tablet performed according to functional specifications.

Event description:
It was reported that the company representative's programming system kept giving a system error "port is closed" and would not allow settings to be changed or diagnostics be run on a demo generator. Troubleshooting was performed by performing a reset, checking the connections and changing the wand battery; however, the issue did not resolve. The programming tablet and wand were received for analysis. Analysis of the wand was completed on (B)(4) 2014. The programming wand performed according to functional specifications. Analysis of the tablet is underway, but has not been completed to date.